Manufacturer narrative:
Date of event: unknown. Investigation: bd received samples from the customer facility for investigation for catalog number 367962, lot number 7016725; however, the customer had indicated an issue with catalog number 367962, lot number 7129953. Bd is conducting further follow-up with the customer to understand which lot of product they had issues with, unless both lots were implicated by the customer. Rationale: as a result of receiving catalog number 367962, lot number 7016725, the samples were evaluated by manufacturing and no issues pertaining to stopper function (i.e., popping off) was observed. Water fill testing was conducted on these samples and stopper pop off was not observed as all samples met specifications. Summary: a review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. (B)(4).

Event description:
It was reported during use the stopper pops off of the 13x100 mm 4.5 ml bd vacutainer® plus plastic pst tube during centrifuge. There was no report of injury or medical intervention.